Event description:
The customer contacted baxter's service center regarding a system error 2418 which occurred on the home choice (hc) during use during drain 1 of 4. The home patient (hp) stated that they disconnected during drain 1 to check a tangled line and then reconnected and received the alarm. The patient had not used aseptic technique, so the tsr advised the hp to start over with new supplies or finish with manuals. The hp to finish therapy using manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient had not contacted her about the event. The patient's user error was explained, and she stated that she would review aseptic technique with the patient. His therapy has been going well since and there were no adverse effects reported in relation to this event. The patient was continuing therapy on the homechoice.

Manufacturer narrative:
(B)(4). On (B)(4) 2012 the technical services representative who initially spoke with the home patient clarified that the patient disconnected and reconnected aseptically. This complaint will remain a use error for disconnecting during a drain cycle, but will be considered a non-reportable per the medical assessment as there was no breach in aseptic technique.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.